Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of break in aseptic technique, bacterial peritonitis with culture positive for (B)(6), nausea, vomiting and pyrexia in a patient approximately (B)(6) coincident with extraneal viaflex (lot number not reported) and unspecified fresenius apd solution (non-baxter product) therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex (2 daily exchanges, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and unspecified fresenius apd solution (dose, frequency and lot number not reported) ip for automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient experienced bacterial peritonitis, manifested by abdominal pain, nausea, vomiting and pyrexia. The severity for the event of peritonitis was reported as severe. On (B)(6) 2010, the patient began remedial therapy with edicin (vancomycin) (1,5gm, every fifth day, ip). On (B)(6) 2010, remedial therapy with edicin (vancomycin) was discontinued. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome for the break in aseptic technique is unknown. On an unreported date, the event of bacterial peritonitis with culture positive for (B)(6) resolved. It was not reported whether the events of nausea, vomiting and pyrexia had resolved. Action taken with extraneal viaflex and unspecified fresenius apd solution were reported as ongoing. Medical history and concomitant medications were not reported. The physician considered the event of bacterial peritonitis as not related to extraneal viaflex therapy. The physician did not provide an assessment of causality for the events of nausea, vomiting, pyrexia and break in aseptic technique. The physician did not report whether the unspecified fresenius apd solution was considered a suspect product. The physician reported that the root cause of the peritonitis was a break in aseptic technique.